Event description:
While flushing pt's PICC line the rn noted fluid beneath dressing. The dressing was pulled back slightly, rn ensured that tubing was secure at hub. PICC flushed again, fluid noted to be increasing under biopatch and under dressing. Dressing was removed further and the catheter was noted to be broken from tubing, no catheter was visible from original insertion site in skin. A tourniquet was applied above insertion site and pt was placed on monitor. Nursing supervisors notified. Obtained hub portion of the PICC catheter and found that the hub connection had separated allowing the catheter to float off. The catheter hub connector was retrieved for eval by the company.